Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant the physician spent a large amount of time trying to find the best vector on the left ventricular lead for capture without phrenic nerve stimulation. Since that time, additional reprogramming has been done for the phrenic nerve stimulation. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.